Event description:
An implant card received confirming that the patient's lead and generator have been explanted and replaced due to high lead impedance and prophylactic battery change. The explanted product was received by the manufacturer. Analysis is underway but has not been completed to date. No other relevant information has been received to date.

Event description:
An analysis was performed on the returned lead portions and returned generator. During product analysis, the reported lead break was confirmed. During the visual analysis of the returned 20mm portion the end of quadfilar coil 1 appeared to be broken approximately 2mm from the distal end of the anchor tether. Scanning electron microscopy was performed and identified the area as having extensive pitting which prevented identification of the coil fracture type. Pitting and residual material were observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The explanted generator also underwent product analysis. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Results of diagnostic testing indicated the device was operating properly and communicated properly. The generator worksheet was reviewed and there were no issues observed. Review of the m1000 decoder confirms no anomalies outside of the high impedance/lead fracture event. Data off the generator confirmed that the high impedance condition was present earlier than identified by the physician. No other relevant information has been received to date.

Event description:
The neurologist reported that high impedance was observed on patient's device at a follow up appointment. The physician noted that the patient has experienced no recent trauma, and therefore they are unsure of where the high impedance originated from. It was also mentioned that the magnet does not work with seizures. No known surgical intervention has occurred to date. No other relevant information has been received to date.